Manufacturer narrative:
Additional information added to: short description and b5.

Event description:
It was reported from the surgical intensive care unit (sicu) that at 0815 the nurse initiated an infusion of levophed to infuse at a rate of 2mcg/min. At approximately 0827, the nurse noted that the patient's heart rhythm had converted to ventricular bigeminy. The sicu team was at the patient's bedside during the event. Biomed reviewed the event logs to find that there were multiple key presses that indicated a programming error. The logs also indicated that the infusion was initiated at 0814 and completed at 0823. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the surgical intensive care unit (sicu) that at 0815 the nurse initiated an infusion at a rate of 2mcg/min of an unspecified medication. At approximately 0827, the nurse noted that the patient's heart rhythm had converted to ventricular bigeminy. The sicu team was at the patient's bedside during the event. Biomed reviewed the event logs to find that there were multiple key presses that indicated a programming error. The logs also indicated that the infusion was initiated at 0814 and completed at 0823. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information: d11 investigation conclusion: the report of a programming error was not confirmed. The pcu event log shows pump module s/n was programmed to infuse drugid 376 at a rate of 1.9ml/hr (dose = 2mcg/min) with a vtbi of 50ml at 8:14 am on (B)(6) 2020. The infusion ran until 8:24 am when the device alarmed for pump chamber blocked. This was the reason the infusion stopped, and the infusion did not complete as was stated in the event description. Root cause analysis: the root cause of the reported programming error was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 04aug2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 23nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the surgical intensive care unit (sicu) that at 0815 the nurse initiated an infusion of levophed to infuse at a rate of 2mcg/min. At approximately 0827, the nurse noted that the patient's heart rhythm had converted to ventricular bigeminy. The sicu team was at the patient's bedside during the event. Biomed reviewed the event logs to find that there were multiple key presses that indicated a programming error. The logs also indicated that the infusion was initiated at 0814 and completed at 0823. There were no adverse effects caused to the patient from the event.